Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 1346t st jude lead, 1488t st jude lead, implanted (B)(6) 2003.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited premature battery depletion with less than three years longevity. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was suspected of a fractured superior vena cava (svc) coil. High svc coil impedance was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.